Manufacturer narrative:
Event summary: the patient data files showed at least thirteen applications were performed with balloon catheter 2af284 / 88589-91 on the date of the event with no system issue. Visual inspection of mapping catheter, 990063-015 / 213888492, showed that the catheter was kinked on the loop (misshape) and pebax tube was ribbed. The catheter failed the test due to kink on the loop and pebax damaging. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue has been confirmed through testing but not confirmed through the data analysis. The mapping catheter 990063-015 / 213888492 failed the returned product inspection due to misshape of the loop and ribbed pbax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to advance into the balloon catheter. The mapping catheter was replaced without resolve. The balloon catheter was then replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event. On 2018-02-05 the mapping catheter subsequently tested out of specification per the manufacturer's investigation.